Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The single complaint was reported with multiple events. There are no additional details regarding the additional patient events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported that this event occurred in multiple procedures, please provide the following information: what is the total number of procedures? Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). What are the procedure name(s) and date(s)? What is the quantity involved per procedure? Was there any adverse patient consequence(s) or subsequent medical/surgical intervention? Can you identify the product code(s) and lot number(s)?

Event description:
It was reported that the patient underwent a CABG procedure on an unknown date in (B)(6) 2019 and suture was used. The needle popped off the suture during use on the anastomosis. The suture broke during use. They had to start over. There were no adverse patient consequences reported.